Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 460ug/ml at 154.34ug/day and morphine 6,g/ml at 2 mg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2016 the patient was in the emergency room (ER) going through withdrawal with itching, vomiting and "bunch of symptoms" "the patient was feeling bad, crappy and increased tone". The patient had po baclofen yesterday, the patient was vomiting still and it was unknown if that was due to the morphine withdrawal. A catheter dye study was successful per the reporter. On (B)(6) 2016 was the most recent/normal pump refill. The event logs were normal. A home care agency was doing the refills with no record of any reservoir volume discrepancies. A roller study was done and the rollers did not turn but the reporter was not sure if the physician programmed the information correctly for the roller study. The reporter planned to confer with the healthcare provider. The existing pump had a 13 month eri and with a catheter issue that occurred in the past [see manufacturer report number 3004209178-2012-04616 for previous catheter event] both the pump and the catheter would be replaced on wednesday (B)(6) 2016. On (B)(6) 2016 they administered a rotor study bolus and the roller was good and the pump and the catheter appeared fine. The patient was given a single bolus today and with some relief. A urinary tract infection was confirmed so there would be no surgery tomorrow (B)(6) 2016. Other medications the patient was taking at the time of the report, the patient's pertinent medical history, interventions regarding the withdrawal, and the cause of the withdrawal symptoms not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent. .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating that the patient developed lower extremity spasticity at the end of (B)(6) 2016 or beginning of (B)(6) 2016 and was hospitalized. The patient had magnetic resonance imaging (MRI) today due to those symptoms. MRI compatibility guidelines were requested.